Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported they charged the implantable neurostimulator (ins) every two weeks, but the last two times they noticed they hadn¿t used much battery and were seeing a warning message on the recharger. During the call the recharger was used to start a charging session and a power on reset (por) message was seen. The consumer lost their patient programmer (pp) so they were unable to determine what type of por message was being seen, but was going to be sent a replacement pp. It was unknown if there had been any recent emi exposure which could have been related to this message. The consumer then mentioned that since (B)(6) of 2017, they hadn¿t felt any stimulation. A follow-up appointment was scheduled with the healthcare provider (hcp) for (B)(6), so the consumer was going to request a manufacturer¿s representative (rep) be present. No further complications were reported.